Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 165 previously reported events are included in this follow-up record. Product return status 160 devices were received. 3 devices were evaluated in the field. 2 devices were not available for evaluation. Event confirmation status 163 reported events were confirmed. Evaluation results 163 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 165 </noe> malfunction events in which the device had paint chips missing. 165 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 166 </noe> malfunction events in which the device had paint chips missing. 166 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 165 events were originally reported for this failure mode during the reporting quarter. 166 events should have been reported; 1 event was inadvertently excluded. - 166 reported events are included in this follow-up record. Product return status 161 devices were received. 3 devices were evaluated in the field. 2 devices were not available for evaluation. Event confirmation status 164 reported events were confirmed. Evaluation results 164 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 165 events were reported for this quarter. Product return status: 159 devices were received. 2 devices were not available for evaluation. 4 device investigation type has not yet been determined. Event confirmation status: 159 reported events were confirmed. Evaluation results: 159 devices were found to be affected by missing paint chips. Additional information: 165 devices were not labeled for single-use. 165 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 165 </noe> malfunction events in which the device had paint chips missing. 165 events had no patient involvement; no patient impact.